Event description:
It was reported to boston scientific corporation that a mantis clip was used in a procedure. The exact procedure date was unknown. During the procedure, the clip was released without any action from the nurse. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is: hopital (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h11: the returned mantis clip was analyzed, and the device showed signs of soft deployment with the clip assembly detached from the bushing but still connected to the control wire, and the first activation was not performed. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. Upon analysis, the device was returned showing signs of a soft deployment and no activations. This indicates that the capsule had detached from the bushing, impairing its ability to open and close correctly. The soft deployment may have resulted from the device's insertion into the scope, the physician's technique, or unrecorded impacts to the joint during preparation. The detachment of the joint capsule bushing likely occurred due to an external force applied to the joint. A labeling review was performed, and from the information available, there is no indication that the device was used outside of its labeled indications, nor were any issues identified with translation, wording, or graphics. With all available information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in a procedure. The exact procedure date was unknown. During the procedure, the clip was released without any action from the nurse. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.